Event description:
It was observed that during the device evaluation, the subject device exhibited b30 scope communication error, light guide bundle broken and component failure of distal end of video telescope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions b30 (scope communication error) occurred due to a component failure of the universal cable, and the light guide bundle was broken due to a component failure at the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.